Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) indicated there was a leak in iab circuit error. The iab was removed and disposed of. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-02472.

Manufacturer narrative:
Complete event site name: (B)(6). Occupation: technician event site postal code: 34000 the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).